Manufacturer narrative:
The investigation for the console (aic) controller alarm yellow has been completed. Data logs were reviewed which confirmed the reported failure mode given there were two instances of a controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that signals received from optical bench ( snr, contrast, gain) are represented as -16384 values due to the crc error. The console was returned for evaluation. Upon inspection, the front optical connector was inspected before cleaning and after cleaning. The controller error is due to an optical bench fw communication protocol deficiency, resulting in misalignment of data communication packets received by epc. Console sw operated as designed.

Event description:
The complainant reported the patient was on impella support when the automated impella controller (aic) had a controller error yellow alert. The alarm resolved however, the aic was replaced. No patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.